Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The alarm was resolved by resuming insulin delivery or changing pump supplies. Blood glucose was as high as 500 mg/dl. After the last supply change, the alarm had not reoccurred. As the pump supplies were changed, tandem technical support was unable to determine a possible cause of the occlusions.